Manufacturer narrative:
An event of flexnav advancement difficulty through patient anatomy, vessel perforation, and death was reported. Information from the field indicated that the patient had vascular disease and heart disease as comorbidities, and the aortic aneurysm was pre-existing. The event was reviewed by an abbott senior director of medical affairs, and the reviewer stated, "this valve in valve off label case was reviewed; no imaging was provided. Not clear based on information provided if pre-dilation was performed. Significant pressure was applied to flexnav delivery system to advance the navitor across the sav; there was hemodynamic compromise during this and this was due to rupture of an existing aaa (size not known). The injury was likely due to pressure applied to the aortic wall in the aneurysm during attempts to push the navitor across the sav. The patient died as a result; no device malfunction is likely." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported incident appears to be due to procedural conditions (physician applied significant pressure to advance the navitor across the sav, resulting in rupture of aortic aneurysm). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a navitor transcatheter aortic valve was chosen for off-label valve in valve implantation into a non-abbott aortic valve replacement utilizing a large flexnav delivery system. When attempting to cross the aortic valve bioprothesis, relatively hard pressure was needed to advance. During this, the patient's blood pressure suddenly dropped significantly. At that time it was noted that the flexnav had breached and ruptured a small pre-existing aneurysm on the abdominal aorta just above the aorto iliaca bifurcation. Despite attempts to plug the breach with a large balloon, the patient died. All possible resuscitative efforts were performed. In the physician's opinion there was no malfunction of the abbott device and the death was related to the procedure and patient's comorbidities.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.